Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te gong alarms) was confirmed. As received, the belt failed the incoming therapy electrode (te) recognition test. Upon evaluation, there was an open pulse wire in the cable connecting the distribution node (dn) and front te between the dn and ECG electrode b. The cause of the gong alarms is the open pulse wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report that a patient's device was producing 'check te' gong alarms while attempting to set up the device.